Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose (bg) level. Reportedly, customer changed site prior to contacting tandem technical support; therefore, troubleshooting was not performed.